Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 29mm sapien 3 transcatheter heart valve in pulmonic position by transfemoral approach in a patient with tetralogy of fallot and pulmonary artery stent. When valve deployment started, the commander delivery system balloon ruptured, and blood was seen flowing back into the inflation syringe. The sapien 3 valve was not expanded and able to be retrieved through the esheath. A new sapien 3 valve was implanted successfully with excellent result. There was no patient injury.

Manufacturer narrative:
The device was not returned for evaluation. The provided imagery was evaluated, and the following was observed: upon deployment of the valve, the valve appeared aligned in the correct position on the center marker. The distal portion of the valve appeared to partially deploy. The operator had a non-coaxial withdrawal of the partially deployed valve as the proximal valve struts appeared to catch outside the sheath tip. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to delivery system leakage. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, device preparation manual, and procedural training manual were reviewed. Based on the review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2021 - march 2022 for the commander delivery system (all models and sizes) revealed additional similar complaints for delivery system leakage. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for delivery system leakage was confirmed by the provided imagery. Due to the unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, "the commander delivery system balloon ruptured, and blood was seen flowing back into the inflation syringe." The provided imagery revealed the distal end of the thv partially deploy when attempted to inflate the balloon. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a tear on the inflation balloon or separation of the I/c (inflation to crimp) bond. As valve alignment difficulties were reported, it is also possible high forces on the system during valve alignment resulted in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Performing valve alignment in a non-straight section can cause the valve to "dive" into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. It is possible the valve was unseated during valve alignment, resulting in the distal valve strut puncturing through the inflation balloon. Without procedural imagery, a definitive root cause was unable to be determined. Available information suggests procedural factors (valve alignment in non-straight section) may have contributed to the reported event.